Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported sound stopped working at central station for a specific monitor. The following functional tests were performed: the rse connected to the unit via philips remote service (prs) to inspect the logs and functionality of the central station, as requested by the customer. Alerts for sound and recorder were functioning properly, and a sound test confirmed that the sound system was working and was defaulted to the speakers. It was noted the customer has replaced the sender unit for the speaker but has not swapped out the receiver for the central system. The rse advised the customer to have onsite philips field service engineer (fse) support. The customer has responded saying they will be taking responsibility for servicing the device. No further information will be obtained as this concluded philips remote support to the customer for this event. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed, as the issue could not be replicated. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported sound stopped working at the central station for a specific monitor. The device was in use on a patient at time of event, there was no adverse event reported.